Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 2.08mm x 1.74mm. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the single port monopolar curved scissors instrument could not be loaded. The distal end was cracked. The procedure was completed with no reported injury.